Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one video, one handle, one adapter, and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned devices. No visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated 43 autoclave cycles for the handle and 45 autoclave cycles for the adapter. Engineering evaluated the returned handle and adapter. The device powered up normally and a pmv reload was attached. The device immediately recognized the reload and the jaws of the reload were able to open and close without difficulty. Engineering then replicated the sequence of button presses from the video and the device performed as expected and the failure mode was not replicated. The adapter was then disassembled and the internal components were inspected, no abnormalities were noted. The adapter¿s transmission assembly was also inspected and no damage was found. The handle was also disassembled and there were two mismatched locations on the front handle which can allow for a leak path. The electronic components were inspected and no defects or damaged/kinked wires were seen. Since there was a potential leak path in the front handle it is possible that there was moisture in the handle at the time of use. The account flash autoclaved the device which does not allow the autoclave to completely dry the device¿s internal components. This is contraindicated in the IFU for the handle. Visual and functional testing of the returned samples confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the mismatch in the front handle and the reported condition was confirmed. A review of the device history records for the handle and adapter indicates that each device lot number was released meeting all quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the surgeon closed the jaws of the stapler onto the stomach and suddenly the shaft of the stapler started to rotate automatically when he hadn't pushed the button to do so. He used another stapler to finish the procedure. There was no patient injury. The patient is recovering normally from surgery. The following reinforcement material was used: seamguard: ts60b. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.